Manufacturer narrative:
Through device analysis the complaint reported for ¿inner cannula starting to break¿ was not confirmed. Visual inspection did identify that the flange had split. A root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula was starting to break during dressing. There was patient involvement and no patient harm reported.